Event description:
A report was received that the patient had experienced internal bleeding, muscle spasms, and seizures since being implanted with the spinal cord stimulator. No further information was provided.